Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle was reported with the adc device, and the customer was unable to apply the device and monitor glucose levels. As a result, the customer felt " a squeeze on the chest, heat" and a loss of consciousness and self-treated with "orange fanta soda." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp; no issues was observed with the sharp. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and observed damaged transition features. Lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issue was observed. The sensor plug is fully seated . Inspected the plug assembly, no issues were observed. Therefore, this issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle was reported with the adc device, and the customer was unable to apply the device and monitor glucose levels. As a result, the customer felt " a squeeze on the chest, heat" and a loss of consciousness and self-treated with "orange fanta soda." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6)has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp; no issues was observed with the sharp. Sensor pack 3mh00l4dhjw has been returned and investigated. Visual inspection has been performed on the sensor pack and observed damaged transition features. Lid was completely peeled off. Sensor 3mh00l4dhjw has been returned and investigated. Visual inspection has been performed on the returned sensor and no issue was observed. The sensor plug is fully seated . Inspected the plug assembly, no issues were observed. Therefore, this issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent inserter needle was reported with the adc device, and the customer was unable to apply the device and monitor glucose levels. As a result, the customer felt " a squeeze on the chest, heat" and a loss of consciousness and self-treated with "orange fanta soda." There was no report of death or permanent impairment associated with this event.